Event description:
During a lap chole procedure, the gallbladder was placed into a tissue retrieval bag - ethicon endopouch retriever. While removing the bag with the gallbladder inside it, the end of the bag appeared to have broken off. Using the camera to look around the abdomen the piece of plastic was not visible inside the abdomen - the decision was made by the attending physician to open the pt's abdomen to look for the end of the retrieval bag. After opening the abdomen, the piece of the bag was found and retrieved.